Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. Approximately 4 months post procedure, patient suffered unspecific elevated troponin. Cec adjudicated event a non-q wave mi of unknown vessel. Investigator assessed event is not related to device or anti platelet medication. Sponsor assessed event is possibly related to device but not related to anti platelet medication.